Manufacturer narrative:
The reported event of hematoma was not confirmed. As received, a complete lead was returned in one piece. Visual examination and electrical testing were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-36418, 2017865-2021-36416. It was reported the patient presented in clinic due to a hematoma of their device pocket. The patient's implantable cardioverter defibrillator, atrial lead, and right ventricular lead were explanted without issue. The patient was stable throughout.